Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-01466. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s leads were explanted and replaced with new leads. Postoperatively, effective stimulation was reported.